Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that following standard sterilization procedures, the insulation on the handle was compromised.